Event description:
Customer alleges the chair continues to go into drive lock outs, it stops and goes. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, (B)(4) is approximately 3 years 9 months old. The owner's manual part number 1143190 rev f (apr-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the tdxsp power chair will stop and start. She has not been left stranded but has had to return home for an outing. The power chair also will not tilt, it is "ram-rod" straight. The consumer is working with her dealer who will be ordering the necessary parts when the approval come in from he consumers insurance company. The consumer has an older power chair along with a manual wheelchair. Consumer stated they was no injury. No RMA has been issued at this time.